Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and possible metallosis.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, this product is determined to be not reportable. The initial report was submitted in error and needs to be voided.